Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in the operating room for normal device change out due to eri, externalized conductors were noted via diagnostic imaging. No electrical anomalies were detected. The lead remains implanted. Patient will continue to be monitored.